Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and tool damage to the silicone overmold on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. The recipient was reimplanted with another advanced bionics cochlear device. A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.